Event description:
A customer contacted baxter to report that some cracks were noted on the twist switch after one week of use. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). Evaluation summary: one used set was received with white cap on dark blue connector and no cap on patient connector in reference to the reported issue of damaged. The set was functionally hand tightened a lab titanium adapter without difficulty and pressure test underwater with no leak noted. During visual inspection a crack/scratch of the light blue main body was noted. This complaint was confirmed for damaged miniset mainbody. A root cause was not determined. Baxter will continue to monitor similar reports to determine if further actions are required.